Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was attempted to be repositioned but the physician could not retract the helix screw. The physician attempted to place a stylet through the lead but was unsuccessful. The stylet would not pass the initial two inches of the lead. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.